Event description:
Healthcare professional reported left side deflation. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, d.6b, d.9, h.3, h.6. Device evaluation: the device related to the reported event of deflation was received on october 24, 2022 with catalog number (mcghan 390cc). Based on the device analysis grid, the assessments of the complaint are: deflation: observed, one opening on valve side assessed as cracked valve seat diaphragm valve and one opening on posterior side assessed as surgical damage. Additional observations: crease flat is observed. White particles in shell are observed. No further actions are required as the device was implanted.

Event description:
The device has been explanted and replaced.